Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the distal end. The wires were exposed. This caused the instrument not to cauterize or seal. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument failed electrical continuity and energy delivery tests. There was no thermal damage and no missing material. The complaint was confirmed by failure analysis. Additionally, the instrument was found to have a dislodged conductor wire at the distal end. The instrument was found to have a segment of the conductor wire sticking out. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The instrument also was found to have an input disk cracked. Hairline cracks were found on grip input disk.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument would not cauterize or seal. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: per customer, no arcing was observed.